Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2000 ohms and loss of capture (loc). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).